Event description:
It was reported that the rubber seal is missing from the aseptic battery housing which could lead to sterility breach. The event was found during testing at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, rubber seal missing, was confirmed. The engineering technician observed the reported event that the seal or o-ring was missing. Device was placed in parts retention.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the rubber seal is missing from the aseptic battery housing which could lead to sterility breach. The event was found during testing at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.